Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals and oversensing on this right ventricular (rv) channel. The patient is pacemaker dependent, and they called in stating that the leads quit working for a second and this happened couple of times. The patient mentioned that the physician might implant new leads and device soon as these leads were over 30 years now. This rv lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals and oversensing on this right ventricular (rv) channel. The patient is pacemaker dependent, and they called in stating that the leads quit working for a second and this happened couple of times. The patient mentioned that the physician might implant new leads and device soon as these leads were over 30 years now. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead electrically abandoned, programmed off and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.